Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast lump. Concomitant products: 250cc mentor memorygel breast implant, catalog #3502501bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who had a 250cc mentor memorygel breast implant reported having a breast lump on an unspecified side post procedure. This case was not confirmed by a healthcare professional at the time of this report. However, it is indicated that she will see a physician soon. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Both serial numbers (B)(4) were reported. However, it was not determined which serial number belongs to the implant with the lump. If additional information is made available in the future, then a supplemental report will be submitted.